Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their ins location changed over time because their ins "floated," pt said "they never quite know where it is."pt said "it had always been this way." The patient was redirected to their healthcare provider to further address the issue. Pt's hcp was dr.(B)(6). Redirected caller: patient's hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.